Manufacturer narrative:
(B)(4). The product was visually investigated in the laboratory of the manufacturer. The oxygenator was cleaned with sodium hypochlorite solution. A tightness test according to lv 201 was performed and a leakage on the dialysis lock and valve was confirmed hereby. No other abnormalities were detected. The product was investigated further in the manufacturer's laboratory. The dialysis lock and valve was sawed out. By microscopic inspection a leakage between the o-ring and the locking pin could be observed. A lateral offset was detected at the filter cover housing wherein the locking pin with it'-s o-ring was sitting. At the o-ring itself also a pressure mark caused by the offset was detected. Thus the reported failure could be confirmed. The most probable cause of the reported failure is the detected offset which caused an leakage of the o-ring. Besides that mcp has decided, based on several complaints for the dialysis lock and valve showing the same symptoms with different material numbers than the one in this complaint, to initiate another CAPA (corrective and preventive action) in order to determine the root cause and initiate further actions to determine corrective measures for the failure as well as to clarify whether a systemic issue is present. All further steps will be performed in accordance to (B)(4). The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The product was requested to return for manufacturers laboratory investigation but was not yet returned. The investigation of the manufacturer is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
"Customer stated that the blood was oozing from dia-connector lock and valve when surgery in progress." (B)(4).